Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Field service];[failed schedule pm inspection. Damaged pin on the left iui and power cord strap. Also, high earth resistance in the power cord. No patient involvement - failure observed during routine preventative maintenance.]. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6: of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.